Manufacturer narrative:
Based on the available information and our trending we currently have no indication that the reported issue is the result of a manufacturing or quality deviation. Sound sensations and imaging artefacts are a known MRI complications associated with active transcutaneous hearing aid devices. If the brain tumour had been known during the time of implanting the device, the patient could have benefited from having a percutaneous hearing implant which creates no sound sensations and small imaging artefacts while needing MRI for diagnosis. These incidents do not involve serious injury and are not considered as safety issues, but they are reported due to the intervention required for the patient.

Event description:
MRI interrupted due to patient's complaint of hearing sounds. Device explanted due for need of mapping newly discovered brain tumour for patient.